Event description:
Rn enters patient's room to "occluded" alarm on IV pump. Rn restarts pump after assuring there is no kink in the tubing. Rn turns around to get a flush out of bedside cart and when returning to patient saw that the equashield was disconnected from patient. X1 drip of chemo onto floor. Rn was able to pause infusion quickly. The part that was disconnected was the "male" piece that connects directly to patient's blue cap at the end of his PICC line. The "male" and "female" piece remained intact.